Event description:
During the implant procedure, while tunneling, the patient experienced excess bleeding. Physician applied pressure and a hemostatic agent to stop the bleeding. This resolved the issue.